Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a low anterior resection, the nurse loaded the cartridge to the handle, and after the yellow tab was removed, the nurse checked the opening and closing. In order to resect the rectum in the 1st firing, the surgeon clamped the rectum, then he pressed the green button and tried to squeeze the handle, but the firing was unable to be performed. The firing did not proceed even the handle was squeezed, so it was judged defective. A new handle and cartridge was taken out and the surgery was continued. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.